Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was involved in a car accident and unable to find the insulin pump in the scene in (B)(6) last (B)(6) 2015. Customer blood glucose was over 200 mg/dl, blood glucose was slightly elevated when emergency medical technician brought her to the hospital. Customer was admitted in the hospital and stated that there was 100 points difference in her blood glucose readings. Customer reported the insulin pump got lost after the car accident. Advised the customer that loaner insulin pump would be sent out. Customer will call back for sensor issue. No further information provided.